Manufacturer narrative:
Additional pro-codes: hrs, hwc. 510k: this report is for an unknown screws: locking: trauma/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a revision surgery was performed due to a nonunion and loss of position into varus. Originally, the patient underwent an implantation of variable angle (va) locking compression plate (lcp) condylar plate for gunshot injury to distal femur on late 2018. Thus, all implants were removed where in all unknown proximal screws were intact and was revised with an unknown angle blade plate with supporting medial small fragment plate. Looked like the distal screw plate interface had disconnected on four (4) unknown distal locking screws where in one (1) unknown distal locking screw was broken at the neck. There was no surgical delay. Surgical procedure was successfully completed. Patient status is unknown. Concomitant device reported: va locking screws (part # 02.231.230, lot# unknown, quantity 1); va locking screws (part # 02.231.234, lot# unknown, quantity 1); va locking screws (part # 02.231.275, lot# unknown, quantity 1); va locking screws (part # 02.231.280, lot# unknown, quantity 1); va locking screws (part # 02.231.285, lot# unknown, quantity 1); va locking screws (part # 02.231.290, lot# unknown, quantity 1) and unknown distal locking screws (part# unknown, lot# unknown, quantity 3). This complaint involves three (3) devices. This report is 2 of 3 for (B)(4).